Event description:
During laparoscopic procedure, graspers with handle attached were placed on pt's abdomen. The foot pedal was accidentally activated by the surgeon and pt received a burn that was smaller than a pencil eraser. There was a break in the insulation on the thumb ring part of the handle which was not noted prior to the incident. Burn was treated with salve and a bandaid applied. Procedure completed and pt condition post op was good.